Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was lifted, and the lens was damaged. A review of the event history log evidenced the following: "(B)(6) 2019 2:04:40 pm power up started. (B)(6) 2019 2:04:40 pm keypad locked. (B)(6) 2019 2:04:40 pm protocol settings were defaulted. (B)(6) 2019 2:04:40 pm new protocol settings - data start. (B)(6) 2019 2:04:40 pm delivery mode set to continuous. (B)(6) 2019 2:04:40 pm therapy set to continuous. (B)(6) 2019 2:04:40 pm qualifier set to [program manually." The customer reported product problem was not replicated. The history seemed to indicate that the pump was manually reset, and that the customer never actually loaded/used anything other than the standard pre-loaded functions of taper/continuous/intermittent. The rtc battery was still holding time and date. The history log was not corrupted, and no error codes were found. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the code and protocol defaulted, and the library was erased. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Additional information: a1, a2, a3, a4.